Event description:
It was reported via repair work order that the head left siderail would not lock in position due to broken spring plungers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.